Event description:
Customer's mother reported a sensor scan result of 200 mg/dl with a vertical upward trend arrow was obtained compared to a reading of 400 mg/dl obtained on the built-in reader. The customer (a 5 year old child) reportedly experienced symptoms described as vomiting, asthenia, and "anorexia" on (B)(6) 2018. Customer was hospitalized for 2 days, where he was diagnosed with diabetic ketoacidosis and received intravenous insulin for treatment. It is noted that the sensor result and trend arrow position reported are indicative of the customer's blood glucose level rapidly increasing. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported a sensor scan result of 200 mg/dl with a vertical upward trend arrow was obtained compared to a reading of 400 mg/dl obtained on the built-in reader. The customer (a (B)(6) child) reportedly experienced symptoms described as vomiting, asthenia, and "anorexia" on (B)(6) 2018. Customer was hospitalized for 2 days, where he was diagnosed with diabetic ketoacidosis and received intravenous insulin for treatment. It is noted that the sensor result and trend arrow position reported are indicative of the customer's blood glucose level rapidly increasing. There was no report of death or permanent injury associated with this event.